Event description:
The PICC was placed on (B)(6) 2012 and broke off on (B)(6) 2012.

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report once sample is received.